Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse adjusted the vacuum system, cleaned the aspirate probes and cuvette sensor, lubricated the incubation ring, repaired the cleaning solution cover, replaced the waste reservoir connectors and performed a daily cleaning procedure. The cause of the discordant, false positive hcg result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false positive human chorionic gonadotropin (hcg) result was obtained on one patient sample on an advia centaur instrument. The discordant result was reported to the physician(s). The patient then had a surgical procedure to remove an intra-uterine device. The sample was repeated on the same instrument and an alternate instrument, both resulting negative for pregnancy. The corrected result was reported to the physician(s). There are no reports of adverse health consequences due to the discordant, false positive hcg result.